Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited high threshold. The atrial lead was explanted and replaced with new atrial lead on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.